Event description:
The patient reportedly experienced intermittency. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the device is not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.